Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (380 mg/dl), and high ketones. Reportedly, the customer believed the pump stopped delivering insulin. Tandem technical support reviewed pump data, and verified that the pump did not stop insulin delivery. Customer delivered a bolus and drank water to address elevated bg levels and ketones.